Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Patient experienced lower quadrant pain and also perforation of the essure on the left side. She reported a nickel allergy too. Doctor said that the other right device broke in half when he attempted removal. Follow-up received on 18-mar-2016: essure was inserted for contraception. The health care professional was requesting advice on removing essure device. Company causality comment: this spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had perforation of the essure on the left side (seen as fallopian tube perforation). The physician said that the other right device broke in half when he attempted removal. The events are serious due to medical importance and listed in the reference safety information for essure. Fallopian tube perforation and device breakage are potential complications of essure use mostly during difficult insertions or removals. In this case, the exact date and circumstances of these events were not informed. However, considering their nature, causality with essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. Other non-serious event were reported. Technical assessment and further information have been requested

Manufacturer narrative:
Follow-up received on 02-may-2016: despite of follow-up attempts, no response was received to date. Follow-up information received on 08-jun-2016: despite follow-up attempts, no response was given to date. Follow-up received on 09-nov-2016: quality safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had perforation of the essure on the left side (seen as fallopian tube perforation). The physician said that the other right device broke in half when he attempted removal. The events are serious due to medical importance and anticipated in the reference safety information for essure. Fallopian tube perforation and device breakage are potential complications of essure use mostly during difficult insertions or removals. In this case, the exact date and circumstances of these events were not informed. However, considering their nature, causality with essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. Other non-serious event were reported. Technical assessment concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts, no further information was obtained.